Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2014-03295. It was reported that during a complete recanalization of the right superficial femoral artery, stent deployment issue occurred. The physician advanced a 7x200x75 innova stent to the lesion, during deployment, the blue pull grip was not used to finish the deployment. During withdrawal resistance was felt, the stent stretched and the distal shaft broke inside the introducer. The introducer was withdrawn over the guidewire. Approximately 12cm of the stent was deployed inside the patient but had stretched with the remaining portion of the stent extending outside of the patient. The physician then placed a 6f unspecified introducer over the guidewire with the stent struts around the introducer. A 7x150x75cm innova stent was deployed to press the struts of the previous stent against the vessel wall. The same issue occurred during deployment of the second stent but less resistance, the stent was properly deployed. With the introducer still in place, the physician surgically approached the common femoral in order to "cut" the stent meshes which extended outside of the patient. The procedure was completed. There were no patient complications reported. The next day, good femoral flow was confirmed via doppler ultrasound. This product is only ous approved but it is similar to an approved us device.